Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was discovered that the right ventricular (rv) and right atrial (ra) lead exhibited noise, low impedance and high capture threshold. X-rays showed that the ra and rv leads were dislocated. The patient felt some discomfort. The ra and rv leads were explanted and replaced on (B)(6) 2021. The patient condition was stable post-procedure. Related manufacturer reference number: 2017865-2022-01126.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing impedance, high threshold, and noise. As received, a complete lead was returned in one piece with helix found to be partially extended and clogged with blood. After cleaning, the helix was able to extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within specifications. The reported events of low pacing impedance, high threshold, and noise were not confirmed. Electrical, visual and x-ray examination of the lead were normal and found no anomalies.